Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
The patient reported that the leads were implanted over clavicle which caused pain, limited range of motion in arm, and stimulation. The patient further stated that this was lead to permanent nerve damage. The leads were explanted and replaced under the clavicle. No further patient complications have been reported as a result of this event.